Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of intermittent t-wave oversensing resulting in short durations of pacing inhibition (1-2 seconds) for a dependent patient. The device was reprogrammed but resulted in intermittent farfield r-wave oversensing causing atrial tachy response (atr). Boston scientific technical services (ts) was consulted and provided additional programming guidance. At the next follow up visit the device was reprogrammed with the guidance previously provided by ts. This reprogramming resolved the oversensing. Although the patient is pacemaker dependent they were not symptomatic. The device remains in service.